Event description:
During shift report, day rn was told that the g tube was "loose" and commented on by pt's mother and nurse. Pt's skin surrounding the g tube is erythematous, edematous, and painful to the touch. At approx. 1300 bedside rn performed routine g [gastric] tube cares consisting of cleansing with ns and gauze, applying manuka honey, and reapplying tape-per wound order (no turning). Rn noted how loose the g tube was but safely performed cares. Afterwards, at approx 1315, rn attempted to obtain a girth, at which time the pt bore down in pain and rn witnessed the g tube button dislodge and immediately called the np [nurse practitioner] to bedside. Upon investigating, it was noted that the g tube balloon had a pinhole leak in it and was deflated, verified by the observation of a leak when instilling new water into the balloon.